Event description:
It was reported that multiple occlusion alarms intermittently occurred. The event caused the customer's blood glucose level to exceed 500 mg/dl, leading to ems assistance, though hospitalization was not required. Reportedly, the customer administered a manual injection to address elevated bg levels. Customer changed pump supplies to address the issues.